Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, events of far p oversensing were reported on the right ventricular (rv) lead. Abbott technical support was contacted and recommended isometric testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.